Event description:
Philips received a complaint on the device efficia dfm100 indicating that equipment does not pass the electrical safety test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Good faith attempts were made to determine how the reported allegation was resolved. However, no information was made available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the repair, and operational status. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.